Event description:
It was reported that during installation of a port placement procedure in the right chest via the jugular vein, the delivery of guidewire was allegedly not smooth. It was further reported that the guidewire head end has been fractured. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows a guidewire with hoop and a guidewire inserted within a straightener. The the j-tip of the guidewire within the hoop is noted to be completely broken. A small portion of the guidewire is noted to be protruding from the straightener. Therefore, the investigation is confirmed for the reported fracture and identified material separation issues. However, the investigation is inconclusive for the reported failure to advance as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during installation of a port placement procedure in the right chest via the jugular vein, the delivery of guidewire was allegedly not smooth. It was further reported that the guidewire head end has been fractured. There was no patient contact.